Event description:
An olm intracranial pressure monitoring kit was involved in an incident, which was described as follows; the locking part of the bolt was missing on 3 occasions. The first two times, it was assumed that it was just a coincidence, that it might have fallen out somehow. Yesterday, however, we had to implant another probe, because my colleague had to attach the previous one using tape. As a result the probe slipped out a bit and would not give the correct measurements anymore, thus 3 additional probes had to be used (adding cost and risk for the patient). "Yesterday's (date not provided) probe came with a bolt, but the batch number was missing, as the probe was implanted during the night." The probe remained in the patient for more than 24 hours. Negative health effects included were increased infection risk due to a second application/surgical procedure and two instances of a stabbing pain within the brain, which could have been prevented by opening up another package. The clinical outcome would have remained the same. This is an elderly patient, who suffers from craniocerebral trauma and is rarely conscious due to his injuries and not due to the probe.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based upon the reported information.